Event description:
It was reported that device twist occurred. The target lesion was located in the mid left anterior descending artery. An opticross 6 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter wrapped itself around the guidewire. The catheter and wire had to be removed together as a unit. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that the tip was stuck on the floppy end of the guide wire. Microscopic inspection revealed that the guidewire exit port was found damaged (deformed/lifted). The tip was good but is stuck on a guide wire.

Event description:
It was reported that device twist occurred. The target lesion was located in the mid left anterior descending artery. An opticross 6 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter wrapped itself around the guidewire. The catheter and wire had to be removed together as a unit. No patient complications were reported.